Event description:
It was reported that the patient presented to the emergency room after experiencing syncopal episodes. The lead impedance was greater than 2000 ohms and was fractured. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.